Manufacturer narrative:
Addition g5.

Manufacturer narrative:
Additiion computed tomography (cta) images dated (B)(6), 2020, were sent to gore imaging services for evaluation. Per the evaluation one time-point available for evaluation post-implantation cta. On comparison axial image series, there appears to be significant thrombus within the implanted device visualized on the arterial and delayed images. The contralateral side of the excluder®, which extends into the lci, appears to be occluded at the flow divider and distally. Contrast cannot be visualized in the aneurysm sac. The occluded limb on the left side appears to extend to the femoral head. Maximum diameter of the aneurysm appears to be 65.1mm x 68.9mm.

Manufacturer narrative:
Additional devices implanted and/or related to this event: gore excluder aaa contralateral leg endoprosthesis, device lot/serial number is not available. A review of the manufacturing records for the implanted gore excluder aaa endoprostheses (trunk¿ipsilateral leg and contralateral leg) was not possible since the device lot/serial number was unavailable. The UDI for the implanted gore excluder aaa endoprostheses (trunk¿ipsilateral leg and contralateral leg) is not available since the device lot number is unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis occlusion.

Event description:
On an unknown date, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that computed tomography (CT) images dated (B)(6) 2020, were taken and revealed that the contralateral side of the excluder devices appears to be occluded from the flow divider to the end of the implanted devices which is located at the level of the left femoral head. This occlusion appears to be a complete blockage from imaging received within those landmarks and appears to be thrombus. Reportedly, the patient is not having any symptoms from the occlusion and the physician is not planning a reintervention. The event is ongoing.